Event description:
Customer stated "our customer has an issue with two units item 6441-a, lot # ja111209 .this is what was emailed to me .....on the walkers when you put wheels on them, the wheels are not straight, tried couple different wheel kits, you can see on the walker where the pins are not straight."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 6441-a, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1148068 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. Customer stated - he has an issue with two units item 6441-a lot # ja111209, this is what was emailed to me .....on the walkers when you put wheels on them, the wheels are not straight, tried couple different wheel kits, you can see on the walker where the pins are not straight. Per the customer these were out of the box and are not being used by a patient due to the wheels won't fit on the actual legs.